Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation that was confirmed with fluoroscopy. The patient suffered chest pain due to this perforation. This lead showed high pacing threshold measurements, loss of sensing and loss of capture due to his issue. This device remains in service and no additional adverse patient effects were reported.